Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Had to re-register robot prior to making angled bone cuts. Passed verification for robot and bone checkpoint. Had to re- register robot prior to straight blade cuts on femur. Checkpoint and robot verified. Finished cuts. Md stated cuts looked off on posterior chamfer cut. And distal cut looked off. Distal cut looked very skinny. Checked with planar probe. All cuts were normal except the posterior chamfer cut. It appeared to be too deep making a large posterior chamfer cut. Case type: tka. Surgical delay : yes > 30 minutes.

Event description:
Had to re-register robot prior to making angled bone cuts. Passed verification for robot and bone checkpoint. Had to re- register robot prior to straight blade cuts on femur. Checkpoint and robot verified. Finished cuts. Md stated cuts looked off on posterior chamfer cut. And distal cut looked off. Distal cut looked very skinny. Checked with planar probe. All cuts were normal except the posterior chamfer cut. It appeared to be too deep making a large posterior chamfer cut. Case type: tka. Surgical delay : yes > 30 minutes.

Manufacturer narrative:
Reported event: reported event: an event regarding ¿had to re-register robot prior to making angled bone cuts. Passed verification for robot and bone checkpoint. Had to re-register robot prior to straight blade cuts on femur. Checkpoint and robot verified. Finished cuts. Md stated cuts looked off on posterior chamfer cut. And distal cut looked off. Distal cut looked very skinny. Checked with planar probe. All cuts were normal except the posterior chamfer cut. It appeared to be too deep making a large posterior chamfer cut. Case type: tka surgical delay : yes > 30 minutes.¿ product evaluation and results: the data from the vp logs was analyzed from the day of the event. All presurgery checks passed. Femur registration was completed once and was successful on the first attempt. The femur checkpoint was taken one time and the on-call checkpoint passed prior to executing the posterior chamfer cut. The burrlist review shows that all cuts were within 0.3 mm of the planned resection plane. The data at this time shows that the mako system operated within specification. No system defect or malfunction is expected. It is noted on service max that the registration issue was addressed through a pm service that took place on rob931, 1 week after this complaint was created as part of wo. It is also noted that the fse did not find any issue related to the robot but did perform all pm testing as well as optical compliance. All system checks and tests passed, system is ready for use. No further issues related to this event have been highlighted since. Product history review: a review of device history records shows that rob931 was inspected on 31 may 2019 and the quality inspection procedures were completed with no reported discrepancies. Complaint history review: a search of the complaint database under device identification pn 219999, rob931 reports no similar complaints for tka software - inaccurate resection conclusions: the failure was reviewed through return of the provided log/session files. The data at this time shows that all system verification values were within the accuracy tolerance region; an onsite inspection from the fse did not find any issue related to the robot. No system defect or malfunction is suspected. Product surveillance will continue to monitor for trends. No additional investigation or specific actions are required at this time. If additional information is received, then the complaint will be reopened. System is ready for use.